Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unspecified drug of an unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain. It was reported that the issue was unknown at this point, but a catheter revision was scheduled. The date of the event was unknown. Environmental/external/patient factors that may have led or contributed to the issue was noted as having been not applicable. Diagnostic tests or troubleshooting performed was also noted as being not applicable. The issue was not resolved as of (B)(6) 2021 surgical intervention was planned to occur on (B)(6) 2021 the patient's weight and medical history were unknown.